Event description:
The patient reported that they are having issues with electromagnetic interference (emi) with their implantable pulse generator (ipg) at their workplace. The patient states that when they go into the control room, they immediately get a "fast heart rate, sweating, and almost pass out." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).